Manufacturer narrative:
(B)(4). Per the clinic, the patient experienced complete skin overgrowth of the abutment. Subsequently on (B)(6) 2016, the patient underwent revision surgery; the abutment was removed, which was found to be broken, and a new abutment was placed.

Manufacturer narrative:
This report is filed, february 12, 2016. Device whereabouts currently unknown.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in possible loss of osseointegration.